Manufacturer narrative:
Date rec¿d by MFR: (B)(6) 2020. Date of report: (B)(6) 2020. A cpu pcba (central processing unit, printed circuit board assembly) was returned for analysis. A visual inspection of the returned component was performed, and no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the piezo buzzer (ls1) was failing intermittently due the insulation resistance being out of specification at 458 kohms. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 18feb2020 b4: (B)(6)2020. The manufacturer's international service technician performed operational checks and could not confirm the reported problem. However, they confirmed the occurrence of the reported diagnostic code in the error logs. The service technician replaced the cpu (central processing unit) board as a means to prevent the reoccurrence of the "backup alarm failed" diagnostic error. The ventilator was calibrated successfully and passed all required testing submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13feb2020.

Event description:
The customer reported that the ventilator produced the "alarm led (light emitting diode) failed" diagnostic code. There was no patient involvement. The manufacturer's international service technician evaluated the device and could not duplicate the reported problem. However, it was confirmed in the error logs and the cpu (central processing unit) needs to be replaced.